Manufacturer narrative:
This report is for two (2) unknown cannulated locking screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown cannulated locking screws. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent procedure for an open reduction internal fixation (orif) of the proximal humerus. Subsequently, it was discovered that two 3.7mm cannulated locking screws were protruding through the proximal humerus. A hardware removal was performed on (B)(6) 2017 due to hardware protrusion through the proximal humerus and suspected an unknown infection. Removed hardware included: one locking compression proximal (lcp) humerus plate and eight screws (six cannulated locking and two cortex, all intact). Cultures were taken. The original fracture site appeared healed. It is noted that the patient has osteopenic bone and the level of patient compliance following the original orif is unknown. Nothing untoward occurred during the removal procedure. The procedure was completed successfully with the patient in stable condition. This report is for two (2) unknown cannulated locking screws. This is report 1 of 4 for (B)(4).